Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: madanipour s, neufeld me, robinson t, masri ba, garbuz ds, howard lc. Cup-cage reconstruction for pelvic discontinuity: encouraging long-term survival. J arthroplasty. 2025 sep;40(9s1):s423-s427. Doi: 10.1016/j.arth.2025.01.025. Epub 2025 jan 28. Pmid: 39880051. G2: foreign: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to loosening of the liner. The cup was well fixed. Attempts have been made, and no further information has been provided.